Event description:
Device malfunction: resistance/failure to deploy/possible partial deployment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure in an unspecified vessel, an attempt was made to deploy the xpert stent; however, resistance was felt when retracting the outer sheath. Reportedly, the sheath "doubled over a little bit." The physician decided against using any force and the device was removed from the patient's anatomy. There was no resistance felt during device retrieval. Outside of the anatomy, the stent was intentionally deployed. Another xpert stent system was used to successfully complete the procedure. It is unknown if there was any partial deployment of the stent prior to the intentional deployment of the stent outside of the patient anatomy. There was no adverse patient effect. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.